Event description:
Customer reported that the 840 ventilator had unresponsive keyboard. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replaced the keyboard assembly. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).